Event description:
Surgery date: 1999. During the implant surgery the screw broke with a portion remaining in the pt's bone. The surgeon spent two hours retrieving the stuck portion extending the surgery time an extra two hours. The surgery was completed without further incident.